Manufacturer narrative:
H3. Product analysis:¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the apollo catheter was returned within a shipping box, a plastic bio-pouch, and an open apollo inner pouch (b713773). ¿ visual inspection/damage location details: onyx was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. However, the apollo catheter body was found ruptured at ~153.5cm from the proximal end of the catheter hub. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. ¿ testing/analysis: the apollo catheter ldpe overlap was measured to be 1.4mm which is within specification (specification: 1.0-2.5mm). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture/leak¿ report was confirmed as the apollo catheter body was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during the injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause of the rupture could not be determined. H6. Coding updated based on analysis findings medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an apollo microcatheter leaked in the distal section. The patient was undergoing treatment of embolization of right parietal occipital lobe arteriovenous malformation. It was noted that the patient's vessel tortuosity was normal. The assess vessel was the femoral artery. With 9mm diameter. It was reported that the microcatheter was inspected or tested prior to use, but during the use and after the microcatheter apollo was in place, onyx injection was started, and abnormal development of the soft segment was found. The injection was terminated, and the catheter was removed, and it was found that the soft segment of the apollo microcatheter was ruptured. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received stating that the patient had a good recovery from the procedure and returned to normal. The patient experienced no symptoms related to the event. The procedure was completed by placing an alternative access for onyx injection. The cause of the rupture was not determined. Upon injection of the liquid embolic agent into the apollo, there was normal resistance. There had been continuous injection of the liquid embolic agent. The liquid embolic agent did not get embedded in an unintended location. This event did not require medical intervention. The anatomical location of the apollo tip was at the frontal lobe. Ultimately, the patient was treated through arteriovenous malformation embolization. Ancillary devices include an onyx liquid embolic, mirage guidewire, apollo microcatheter, 6f guiding guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.